Event description:
The ptca procedure was to treat a lesion in the right carotid artery, using a femoral approach. After placing an embolic protection system, a stent was advanced and deployed successfully. Post-dilatation was performed using the viatrac dilatation catheter inflated up to 10atm, with excellent results on the stenosis. After deflation, the physician attempted to remove the balloon, but resistance was felt. The physician continued to pull on the device and the catheter broke. The separated distal portion of the shaft was trapped in the guiding catheter and was successfully removed from the pt's anatomy along with all of the other devices.